Event description:
Device malfunction: premature partially deployed stent. Time of malfunction: during unpacking. Symptoms/ae: it was reported that during unpacking of the service, it was noted that the stent was prematurely partially deployed. The stent was not used. There was no pt involvement. Another xpert stent was used for the procedure. There was no additional info provided.

Manufacturer narrative:
Evaluation of the returned device revealed that the device was returned complete. The stent was partly deployed by 4 strut rows. The stent was fully deployable and did not show any abnormalities. The tuohy borst valve was closed and the device was flushable. Guide wire compatibility was possible without showing any abnormalities. There is a 100% final inspection of all devices prior to leaving the site. The probable root cause for the premature partially deployed stent is related to the operational context of the device. A review of the finished device lot history record did not reveal any non-conformities, which would have contributed to this complaint.